Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during threshold testing of this implantable cardioverter defibrillator (ICD) device, there was an episode of loss of capture. The device remains implanted. No adverse patient effects were reported.